Event description:
It was reported that a minimum fill notification occurred. There was no reported adverse impact to the customer. Customer declined further troubleshooting. No additional information was received regarding the outcome of the event.